Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with episodes of non-sustained ventricular oversensing. Upon review of remote transmission, atrial undersensing was confirmed due to competitive atrial pacing. Programming changes were made and it was decided to change the patient¿s medication. Patient was stable.